Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 188 mg/dl. Pump system check with tandem technical support was performed, and found the pump time was inaccurate. Reportedly, the pump time was "5 minutes delayed". Customer was unsure why the pump time was "delayed". Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer changed the infusion site and resumed insulin to address bg level.